Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was an informational power on reset message displayed. Therapy had stopped due to the power on reset message. The patient was trying to charge when they saw the message. The patient successfully cleared the power on reset message and the therapy was on and adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.